Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: hernia it was reported that patient underwent transforaminal lumbar interbody fusion at l5/s levels.on an unknown date, post-op, cage migrated to the anterior. The surgeon considered that the event happened because the surgeon opened the incision too laterally during dissecting intervertebral disc tissues so there was no protection of anterior longitudinal ligament.no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.